Manufacturer narrative:
(B)(4). D10. Ann ph nail rt 9x160mm item# 47249616009 lot# 3239982. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial procedure, with an intramedullary nail, and the #5 proximal screw was backed out approximately 1 month postoperatively. The patient remained under clinical observation, and no revision was planned. Diligence is completed and no further information on the reported event has been provided.